Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered and unresponsive. Contact stated that the customer fell and landed on the pump which caused the touchscreen to shatter; therefore, the pump features could not be accessed. The pump is not functional. The customer's blood glucose level was 220 mg/dl. The customer reported that an alternate pump and manual injections would continue to be used for insulin therapy.